Event description:
During report time with am rn (morning duty registered nurse), noted remaining bicarb solution volume 385ml, last bicarb bag was hung at 0451, bag volume is 1000 ml. Bag should have finished by 1100 or 1200, but bag was infusing beyond completion time. Anm (auxiliary nurse and midwife) cara notified. Rhc aware. Pump changed at 1600, labelled non-functioning pump, and handed over to rhc (rural health clinic). Hung new bag at 1600. No issue at end of shift, continued to monitor.